Event description:
The customer reported the vertical column is intermittently going down, goes up ok but sometimes will not go down. No pt injury.

Manufacturer narrative:
The service rep replaced the power supply. No pt injury was reported.